Manufacturer narrative:
Investigation summary: review of the dhrs revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product received 17 unused q-syte extension sets in sealed packages from catalog number 385102, lot number 7145724. Visual/microscopic evaluation: no physical/mechanical damage was observed on any of the external areas of the q-syte units water leak test: the q-syte units were leak test in the actuated and unactuated position; by themselves and attached to the returned extension sets. Leakage was not confirmed in the un-actuate or actuated position during testing septum column tear assessment: no damage (cuts/tears) was observed along the column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. No physical/mechanical damage was observed to the septum bottom disk. The septum slit centeredness: the septum slit cut was not off center on any of the returned q-syte unit. Indeterminate: the defect leakage; could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked at the lock along the edges.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ extension set micro bore leaked at the lock along the edges.